Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
The patient's wife and nursing home staff were concerned that the pump was not functioning properly as the patient was drowsy and lethargic periodically during the day. The patient had presented to the e.r. 4 hours after discharge from inpatient rehab; lethargic and unresponsive. It was determined that the patient was dehydrated and was treated accordingly. The patient continued to exhibit periodic episodes of lethargy and drowsiness. The pump was interrogated and logs were read showing no adverse events in log data. The patient's tone was assessed by the neurologist and it was determined to be normal and consistent with intrathecal dose the tone had "improved" since the pump was implanted with neither increased spasticity or being too loose. The patient was very sleepy during the exam. It was noted that the patient was also on oral baclofen, gabapentin,and possibly cymbalta. The neurologist felt that the patient's symptoms were from his oral meds and not the pump. The oral baclofen was discontinued and the patient began weaning off gabapentin. The patient was to be assessed again on (B)(6) 2013 in the managing (B)(4) clinic. The patient returned to the nursing home with no further problems. The patient's status at the time of this report was alive - no injury/no adverse event.